Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the single use distal end cover exhibited an issue where it was found to be missing at the end of the endoscopic retrograde cholangiopancreatography (ercp) procedure, following scope withdrawal through a trocar. The procedure was completed with the same device and there were no reports of patient harm.

Manufacturer narrative:
His report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) or (B)(4) depending on the lot number used.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.